Manufacturer narrative:
The device was discarded at the facility. The customer did take a picture of the device after the incident occurred and before it was discarded, however, no additional details for the complaint case could be derived from the pictures. The lot number of the device is unkown. Without the device back and no known lot number, a true investigation cannot be completed and root cause cannot be determined. (B)(4). Per the product IFU, this device is very diffult and excessive stress or sideways pressure can cause damage to the blade. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained, a follow up report will be submitted.

Event description:
The tip of the blade broke off in the incisiion of the patient. Closing x-ray was obtained followed by an internal incident report. There was not any known potential harm done to the patient. The small fragment that broke off was never located.